Event description:
It was reported that the customer was hospitalized for low bgs. Troubleshooting during the phone call revealed the time set incorrectly, which will effect the basal dose. Technician assisted family member with reprogramming and the pump was determined to be working properly.